Manufacturer narrative:
Analysis of the [recharger], model [97755 ], s/n [(B)(6) ], revealed. Analysis found:no device found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they couldn't recharge their implantable neurostimulator (ins). When they recharge their ins they it was just l ooking for the device and it got a message try again. During the call patient reset the controller. The patient cleaned and confirmed there was no damage with the controller port and the recharger. The patient mentioned that their recharge was getting hot. The issue was not resolved. Agent sent a request to repair to replace the recharger.